Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-23, additional information was received from foreign healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient's pump was not a medtronic pump. The pump was a competitive device. The reported event is no longer considered a complaint because the pump implanted in the patient is not a medtronic pump.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving hydromorphone, clonidine, and baclofen via an implantable pump. The dose and concentrations were reported as unknown. It was reported that a critical alarm was heard and confirmed by telemetry. Reportedly, the alarm "was saying hardware failure #8". The health care provider had interrogated the pump and the logs tab was grayed out. The health care provider was to meet with the patient in the hospital to interrogate the pump and get the logs. Patient symptoms were not reported at this time. The healthcare provider did not call back with an update.